Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was evaluated and the allegation was not confirmed. The probable cause was determined to be the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.